Event description:
The customer stated that the screen went blank after returning from a flight. No pt involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator (AED) and the user returned the actual device involved. Evaluation of the device by welch allyn factory service duplicated the complaint of a blank display screen. The cause of the failure was due to an ic (integrated circuit) chip on the display driver circuit board that failed to output signals causing the loss of the display. Replacement of the display driver circuit board resolved the issue. The device was repaired and returned to the customer.